Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The vv 7 xb device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The bisector was returned inside the vv7 cannula's tool adapter port. Sign of tissue were observed on the c-ring and on the electrode. The c-ring was observed to be completely in tact. There were no visual failures observed on the bisector tool. A mechanical evaluation was conducted. The bisector tool was inserted and retracted without any observed difficulty. The device was evaluated five times for the bisector tool's ability to fit inside the tool adapter port. A second investigator was able to insert and retract the bisector tool with no difficulty. Based on the returned condition of the device and the results of the investigation the reported failure mode ¿mechanical; cannula; fitting problem w/cannula¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector caught on something within the device during insertion. The camera was already in place when the bisector was inserted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector caught on something within the device during insertion. The camera was already in place when the bisector was inserted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.